Manufacturer narrative:
The customer's provided calibration and qc recovery were found to be acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t hs results for one patient tested on a cobas 8000 e 801 module. The patient¿s initial result was reported outside the laboratory. The customer performed repeat testing with the patient¿s sample for confirmation. On 26-oct-2020, the patient¿s initial troponin result was 158 ng/l. On 27-oct-2020, the patient¿s repeat troponin result was "<5 ng/l." The customer determined the repeat result was correct. The troponin reagent lot number was 470034 with an expiration date requested but not provided.